Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple instances of resistance were felt when filling the cartridge during the load sequence. Customer changed supplies to resolve the issue. Reportedly, customer experience a blood glucose level of 527 and "fell and caused bruised on hip and sprain wrist". Customer called emergency medical services (ems) and was taken to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.